Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving hydromorphone (15 mg/ml at 6.788 mg/day) and bupivacaine (15 mg/ml at 6.788 mg/day) via an implantable pump for non-malignant pain and postlaminectomy pain. It was reported that hcp stated that this patient had a kinked catheter and they've noted repeated volume discrepancies going back to february. Hcp stated that today they were expecting 7.8 ml and got 17 back. Caller noted that this has "been going on all year" and that in september the patient was admitted for an "overdose situation." Caller stated that they reduced the dose by 50% today and patient has an appointment with hcp but can't get in until january for a potential revision. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving hydromorphone (15 mg/ml, 6.788 mg/day), bupivacaine (15 mg/ml, 6.788 mg/day) via an implantable pump for postlaminectomy pain and non-malignant pain. It was reported that the patient's pump had more drug in it than they were expecting at their previous refill so a catheter dye study was scheduled. The healthcare provider (hcp) was unable to aspirate from the catheter access port (cap) and unable to get cerebrospinal fluid (csf) backflow. However, the hcp chose to push the dye through and about 1cc pushed through the cap. The hcp observed the dye and noticed what he believes to be a kink near the tip of the catheter. The hcp wanted to know if they don't prime the catheter, how long the patient would be going without drug since the catheter was almost fully cleared. Technical services reviewed calculations below: catheter volume: 0.251 ml, cap volume: 0.06 ml, total volume: 0.251 ml + 0.06 ml = 0.311 ml, flow rate: 0.452 ml/day, total approximate time without drug: 0.311 ml ã· 0.452 ml/day = 16 hrs 31 min. Troubleshooting was not required. It was reported that the plan would be to schedule a catheter revision. The patient was redirected to their healthcare provider to further address the issue. The patient's weight was asked but unknown. No patient symptoms or complications were reported.